Event description:
Customer reported 1 false negative sars result for symptomatic patient. Patient was symptomatic for less then 24 hours with cough, fever, headache, body aches & chills. Customer communicated the result was confirmed positive by pcr.

Manufacturer narrative:
Investigation summary:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.